Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of "channel out of service, sounds like the motor is grinding." This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the room where equipment is put for repair. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The software version is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a "channel out of service, sounds like the motor is grinding" was confirmed and duplicated during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.